Event description:
Patient reported experiencing elevated blood glucose (232-408 mg/dl) patient indicated that she adjusted her basal rates a couple of days prior. Patient indicated that she believed the elevated blood glucose was caused by the infusion set.